Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube and glass breakage during use of the tube. The following information was provided by the initial reporter. The customer stated: "while following-up for complaint (B)(4) (tubes break, stoppers pop off and displacement issues, spillage and accidents, culminating in high rates of blood recollection), customer reports that it was identified another batch (2181409) with the very same issues. Besides new sample acquisition, was there any other damage/impact to patient/health professional? R: so far, no impacts were reported besides new sample draw; was medical intervention needed? R: so far, no impacts were reported besides new sample draw; was there exposure of blood to mucous or skin? R: no; if so, were pep actions taken? R: not applicable; glass breakage pictures availability; picture not provided, customer didn't reply; are tubes presenting glass breakage or is it a lipout issue? R: unfortunately we don't know, there are no records for the glass break; regulatory reporting #, if applicable; r: not applicable; was a holder used? Was it a bd holder? R: yes, and it's bd; what is the acquisition device that was used? Was the acquisition device bd? R: yes; was a syringe used to fill tubes? Was plunger pushed to blood or was the vacuum used to draw the blood into the tube? R: in some cases, yes. And yes. At any case, was the closure recapped? Was there a tight seal? R: in some cases, yes, but not in all. There were incidents with tubes that were not opened before sample draw. Instructions and recommendations are always followed properly. What was time and speed of centrifuge? R: tubes are centrifuged by 3000rpm for 10 minutes; is appropriate centrifuge bucket insert used? R: pictures provided (where it's possible to observe tubes are not suspended by caps) physical samples availability and information needed to collect/ship it; r: non-original tubes from batch 2181409 available."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken damaged and stopper pop off with the incident lot was not observed. Additionally, two-hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode broken damaged and stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube and glass breakage during use of the tube. The following information was provided by the initial reporter. The customer stated: "while following-up for complaint (B)(4) (tubes break, stoppers pop off and displacement issues, spillage and accidents, culminating in high rates of blood recollection), customer reports that it was identified another batch ((B)(4)) with the very same issues. Besides new sample acquisition, was there any other damage/impact to patient/health professional? R: so far, no impacts were reported besides new sample draw. Was medical intervention needed? R: so far, no impacts were reported besides new sample draw. Was there exposure of blood to mucous or skin? R: no. If so, were pep actions taken? R: not applicable. Glass breakage pictures availability? Picture not provided, customer didn't reply. Are tubes presenting glass breakage or is it a lipout issue? R: unfortunately we don't know, there are no records for the glass break. Regulatory reporting #, if applicable. R: not applicable. Was a holder used? Was it a bd holder? R: yes, and it's bd. What is the acquisition device that was used? Was the acquisition device bd? R: yes. Was a syringe used to fill tubes? Was plunger pushed to blood or was the vacuum used to draw the blood into the tube? R: in some cases, yes. And yes. At any case, was the closure recapped? Was there a tight seal? R: in some cases, yes, but not in all. There were incidents with tubes that were not opened before sample draw. Instructions and recommendations are always followed properly. What was time and speed of centrifuge? R: tubes are centrifuged by 3000rpm for 10 minutes. Is appropriate centrifuge bucket insert used? R: pictures provided (where it's possible to observe tubes are not suspended by caps). Physical samples availability and information needed to collect/ship it. R: non-original tubes from batch 2181409 available.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.